Event description:
It was reported during the procedure for replacement of the pulse generator for normal battery depletion that the left ventricular lead was explanted and replaced, due to rising thresholds. There were no patient complications reported with respect to this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.